Manufacturer narrative:
Testing and investigation found corrosion inside the battery compartment. The cause of the corrosion was due to leakage from the disposable battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed for error codes 18/000 and 06/001. These error codes are not reportable events. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.